Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that an occlusion alarm occurred. Reportedly the customer is using the cartridge for greater than 48-72 hrs. Clinical support informed the customer that using the cartridge for greater than 48-72 hours was off label per the tandem user guide. Customer changed the pump supplies to address the issue. Customer's blood glucose was 130 mg/dl.